Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the guidewire had failed to advance in the left ventricular (lv) lead. The lv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of "guidewire cannot pass through" was not confirmed. A complete lead was returned in one piece. Visual inspection did not find any anomalies. The guidewire used in the field was not returned with the lead for analysis. Guidewire insertion test was performed, and test guidewire could be inserted and removed successfully without any difficulties. S-curve height was measured to be within specification.